Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one linear opening, brown particles device outer surface and creases. Leak test and microscopic analysis was performed which identified: one sharp opening. Fill inspection was performed and identified no blockage in the valve. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare provider reported bilateral deflation. This record is for the right side. The device has been explanted.